Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger head was cracked by all the screws, the bottom case was cracked by the l bracket screws, and the top case was cracked by the front corners. A review of the event history log identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the contaminated parts. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited plunger and force sensor issues. No patient injury was reported.